Event description:
It was reported that a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned. After a contrast injection was performed, a micro perforation occurred resulting in myocardial staining. The myocardial staining resolved and no further intervention was required. The patient was stable and discharged.